Manufacturer narrative:
The reported event of loss of capture was not confirmed while the reported event of helix mechanism issue was confirmed. A complete lead was returned in one piece with the helix partially extended clogged with blood/tissue. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be fully extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue electrical tests, x-ray examination and visual inspection of the lead were normal with no anomalies found.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted that the right ventricle left bundle branch pacing (rvlbp) lead was failing to capture. The physician was not satisfied with the qrs morphology. The rvlbp lead helix was failing to retract in the reposition attempt. The rvlbp lead was not used. The physician elected to use another rvlbp lead to complete the procedure. The patient was in stable condition.